Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare provider for a clinical study reported the patient had a superficial post-operative infection at the device pocket. The patient was given levaquin, ibuprofen, and neosporin. Signs included redness and pain. The event resolved without sequelae resolved on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.